Event description:
It was reported that on 06 december 2023, a 29mm navitor valve was chosen for implant with a large flexnav delivery system and a large navitor loading system. It was reported the patient had high calcification on all three leaflets of the native valve. The patient's dimensions were as follows: aortic valve perimeter = 69.3mm; left ventricular outflow tract (lvot) perimeter = 70.9mm; and membranous septum length = 4-6mm. During the initial deployment attempt, the starting implant depth at the non-coronary cusp side (ncc) was 5-6mm before a decision was made to resheath the valve as the left coronary cusp (lcc) side was shallow. During the second deployment attempt under intracardiac echocardiography (ice) guidance, the starting implant depth at the ncc was 5mm and the lcc was 4-5mm. It was also reported during the second recapture attempt, the delivery system was near the membranous septum when echocardiography (ECG) waveform noted right bundle branch block. The patient had a severe cough when the valve was at 90% deployment. It appeared there was some left ventricular (lv) behavior on fluoroscopy and that the navitor valve moved to lv side a little bit by from fluoroscopy view. It was reported that "since the valve inflow edge was just at the lower end of the membranous septum, by pulling the flexnav a little, the depth of the ncc became shallower by about 4-5 mm in cusp overlap view." The final implant depth was 3mm at the ncc and 4mm at the lcc. The ECG waveform then noted complete atrioventricular block (cavb) and pacing was carried out to keep heart rate at 70bpm. The procedure was completed without further problems. A temporary pacemaker was placed in the patient and kept for observation for 1-day course.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the patient had a severe cough during deployment, and it appeared that the valve was not in contact with the muscular septum, but the patient had complete atrioventricular block after valve deployment. Based on the available information, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Na.